Event description:
It was reported that patient underwent a procedure utilizing a syndesmosis fixation device in 2009. Subsequently, the patient presented to doctor with complaints similar to what he had prior to the surgery. A revision surgery was performed approximately three weeks after the initial procedure, and it was confirmed that the suture had snapped. The surgeon was unable to retrieve part of the implant, but completed the revision procedure with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Exact date of revision procedure is unknown. The revision occurred approximately three weeks after initial procedure.exact date of revision procedure where part of the component was explanted is unknown. This report filed september 15, 2009.